Event description:
Anesthesia machine (north american drager narkomed 4) emitted smoke and odor of electrical overheat; machine immediately unplugged, removed from room and replaced. Pt was not under anesthesia at the time (0800); service (north american drager) replaced the power supply. No pt injury.